Event description:
A nurse took the needle and was about to attach it to a syringe when the defected needle which was bent and sticking through the plastic cap stuck the nurse in the thumb.device labeled for single use. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: telemetry failure. Conclusion: no failure detected but product out of specification. Certainty of device as cause of or contributor to event: no. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.